Event description:
A patient who had recently undergone a liver transplant was undergoing continuous renal replacement therapy (crrt). Approximately 3 hours into the treatment, the nurse observed an external blood leak between the dialyzer and the blood line. Treatment was discontinued and the blood in the extracorporeal circuit was not returned to the patient resulting in an estimated blood loss of 165 ml. The patient's hematocrit dropped to 22.9 after the blood loss but no medical intervention was required as a result of the event. MFR ref#: 8010182-2015-00021.